Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). A review of the finished goods DHR concluded that the lot was inspected and all parts that were found to be nonconforming were reworked to meet specifications. There were no other non-conformances, requests for deviation, or change notices related to this complaint. No non-conformances were found during the qa inspection process for this lot of 400 units. There were 0 complaints that used rmf-129 line 79 ID 24 as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-129 line item. The returned box of dermacarriers, lot number 63192986, contained one or more units that had particulate in the packaging. The reported loose particle was found to be a string of plastic that was trimmed off the derma carrier molded device. Zimmer biomet inspection procedure defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Based on a visual comparison shown in the attached tappi chart picture, the particulate identified does not meet acceptance criteria and is therefore nonconforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The materials and methods for sanitizing the clean rooms are performed, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits, environmentally controlled and clean room gowning procedure used at zimmer dover. The reported event was confirmed based on the visual examination of the product. This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that loose particulate was found in the product larger than 0.60mm2. The label was also torn. No patient involvement. No adverse events have been reported as a result of the result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).